Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The end user was sent replacements. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
End user reported that he experienced urine blockage with all (10) ten pouches out of a box of (10) pouches. The end user reported that the urine was remaining in the upper portion of the pouch and was not draining to the bottom of the pouch. The end user went on to state the urine blockage occurred after several hours of usage.